Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported the needle was not bored out and there was a small hole at the base of the needle. To aid in the investigation, thirty-five samples were received for evaluation by our quality team. Thirty-four samples came in sealed packaging blisters and one sample came with no packaging blister. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution all the samples expelled the solution with a normal flow. No leakage was observed. A device history record review was completed for provided material number 305106, lot 1085349. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
Additional information received we had to draw up the botox in another needle to complete it. Lot number - I don't have it I gave you the box which has the lot number on it I thought I had emailed the number to you but I can't find it incident happened - 1/25/2024 it impacted the patient in the respect it did prolong the procedure yes, it interrupted the administration of the botox to the patient. This is one incident pertaining to this particular lot number I am told by the provider this happened before but it was not brought to my attention as they had a needle that was not bore out so they could not use it (again I was not made aware of this when it happened months ago). Material #: 305106 batch#: unknown it was reported by customer that things like there was a small hole at the base of the needle and when he went to inject the botox it squirted out wasting the botox. He had one that he said the needle wasn't bored out and he just brought one from today that when he inserted the needle into the patient and went to push down the botox came out around the base of the needle where it goes into the plastic part. Verbatim: complaint received via email(s) attached. Having at least one defective one a month. 30g x1/2 things like there was a small hole at the base of the needle and when he went to inject the botox it squirted out wasting the botox. He had one that he said the needle wasn't bored out and he just brought one from today that when he inserted the needle into the patient and went to push down the botox came out around the base of the needle where it goes into the plastic part.

Manufacturer narrative:
Pr 9660344: initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 305106, batch#: unknown. It was reported by customer that things like there was a small hole at the base of the needle and when he went to inject the botox it squirted out wasting the botox. He had one that he said the needle wasn¿t bored out and he just brought one from today that when he inserted the needle into the patient and went to push down the botox came out around the base of the needle where it goes into the plastic part. Verbatim: complaint received via email(s) attached. Having at least one defective one a month. 30g x1/2. Things like there was a small hole at the base of the needle and when he went to inject the botox it squirted out wasting the botox. He had one that he said the needle wasn¿t bored out and he just brought one from today that when he inserted the needle into the patient and went to push down the botox came out around the base of the needle where it goes into the plastic part. Additional information: we had to draw up the botox in another needle to complete it. Lot number - I don't have it I gave you the box which has the lot number on it I thought I had emailed the number to you but I can't find it incident happened - (B)(6) 2024 it impacted the patient in the respect it did prolong the procedure yes, it interrupted the administration of the botox to the patient.